Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 24 months post index procedure the patient expired. The cause of death was cardiac ami. It has been assessed that the event was not related to the device.

Event description:
The cause of death has been updated to pulmonary sepsis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).